Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a virtual studio debugger error appeared on the screen. A technical support specialist connected to the unit, force closed the cubex application, disabled all universal serial bus (usb) power management, and rebooted the machine; afterward, all drawers populated correctly and the customer was able to issue her item successfully without any problems. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a visual studio debugger error appeared on the screen after logging in. There were no adverse events or injuries reported based on this event.